Manufacturer narrative:
No pt information was available and no incorrect results were reported out as the sample was retested. There did not appear to be incorrect sample handling; however, the issue could not be explained. The customer agreed to verify results and check the last value for preventive management. The data will be monitored in the future. The cell-dyn 3200 system operator's manual (06h60-01) provides a troubleshooting guide for imprecise or inaccurate data (pates 10-27 to 10-29); however, this information did not appear to have been used in investigation of this issue (no precise was run and no printouts obtained displaying wbc scatter.) A review of complaint trending found no systemic issues for this product. This is a final report.

Event description:
The customer states that one pt sample generated an initial wbc count of 6.96 k/ul. The sample retested at 12.3 k/ul. The sample was tested a third time and generated a result of 6.82 k/ul. No other parameters showed this type of shift. No flags or error codes were generated and the scatter plot showed no significant changes between runs. The elevated results was not reported from the lab. There is no impact to pt management reported.